Manufacturer narrative:
The failure for device coming apart was confirmed by the technician through visual inspection. The pin holding the head on the device was missing.

Event description:
It was reported by the user facility a pin was missing from the radiolucent right angle drive. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility a pin was missing from the radiolucent right angle drive. The user facility was not able to provide any further information regarding the reported event.